Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the user is suddenly not responding to sounds.

Event description:
The parents reported that the user is suddenly not responding to sounds. The user was seen again for a follow-up appointment on (B)(6) 2021. The suggested massage over the implant site was done and new in situ measurements taken after. Measurements show that the gpi (~ 9,9 kohm) and the impedance have remained at a high level. However, the possible short circuit status on previously affected channels has disappeared. The user has been advised to wear a headband for 2 weeks and come back for a follow-up then. When the user was seen in march 2021 gpi was still high. The user was instructed to continue the use of the headband and will follow-up when the covid situtation improves. However, per information received on 11-jul-2021, the user's hearing performance with the device is good and there were no further problems reported.

Manufacturer narrative:
Additional information: according to the information received, it seems that the reported issue is caused by an air pocket over the reference electrode. However, the recipient reports benefit through the implant system. The device remains implanted and in use.